Manufacturer narrative:
H3 other text: placeholder.

Manufacturer narrative:
It is unknown if the sample is available for evaluation. A follow-up report will be submitted when additional information is available.

Event description:
Cracking and leaking at hub. Medical intervention: removed PICC and placed new with no harm to patient.